Event description:
It was reported that this inflatable penile prosthesis was not functioning. An explant procedure was performed, during which it was found that the tubing between the pump and left cylinder was broken, resulting in fluid loss. The ipp was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4: product info updated.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders underwent visual and microscopic examination. The first cylinder had wear at a fold in the middle of the cylinder. The outer tube was detached near the proximal end. The cylinder also had frayed fabric threads from input tube wear, with a resultant bulge, on the distal end of the cylinder. This cylinder did not pass leak testing. The second cylinder had wear at folds in the proximal and middle ends of the cylinder. The tube was detached near the proximal end. This cylinder passed leak and pressure testing. The pump underwent visual and microscopic examination. The pump kink-resistant tubing (krt) was worn to the filament and had a leak consistent with fatigue. The pump did not pass activation testing. Analysis confirmed the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis was not functioning. An explant procedure was performed, during which it was found that the tubing between the pump and left cylinder was broken, resulting in fluid loss. The ipp was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis was not functioning. An explant procedure was performed, during which it was found that the tubing between the pump and left cylinder was broken resulting in fluid loss. The ipp was explanted and replaced. No patient complications were reported.